Event description:
On 24th march 2026, rayner received notification from a healthcare facility in india of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that the iol broke during implantation necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the iol broke during implantation. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner; however, a photograph has been provided to rayner for review. The photo shows the iol outside of the injector in a damaged condition. The injector is shown with the plunger fully depressed and the flaps are partly open and not fully secured as they should be. In addition to the flaps being open, the additional information received identifies that resistance occurred during injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone emv toric rao210t batch 044240433 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch 044240433. Failure to secure the flaps, as per the IFU and continued injection of the lens at the point resistance occurred represents a deviation from the IFU.